Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was puncture in an unknown disposable tube during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. It was reported the patient had an unspecified tube that that was punctured (no further details reported). The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazolin 1 gram daily (duration not reported) and intraperitoneal fortum 1 gram daily (duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remained on antibiotic therapy and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the puncture was located in the tube of the patient¿s peritoneal dialysis catheter (non-baxter product). Three weeks after beginning treatment with cefazolin and fortum, the antibiotic treatment was discontinued, on the same day, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. Upon review of the additional information, baxter peritoneal dialysis disposable products are no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.